Event description:
It has been reported via sales rep. That when opening the ref. (B)(4), a hair was found in the sterile package. The surgery was finished with another available item.

Manufacturer narrative:
Evaluation summary: there were no deviation during packaging process verified. The found hair was most likely brought onto the packaging during the packaging process or during the preparation for the surgery. The final root cause could not be determined.